Event description:
It was reported that the stent system was successfully advanced in the coronary artery and the stent was successfully deployed at the target lesion. The whole system was removed and then the delivery system was re-used for post-dilatation. The sds was advanced into the artery and resistance was encountered. It is believed the sds kinked during advancement and the product was used anyway (contrary to IFU). The shaft snapped and a 52 cm section broke off. This section was successfully removed from the patient using a balloon.